Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels and required assistance with changing the alert settings. The blood glucose reading was 50 mg/dl, but the customer declined troubleshooting for the low blood glucose. Nothing further reported.